Event description:
Event description guidant received information that during a polyp ablation procedure, the patient's intrinsic heart rate dropped and this device was not delivering pacing therapy as indicated. Following the procedure, the patient had the device tested and normal battery status was obtained.